Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified. Seven pictures were received for analysis. Upon visual inspection of the pictures, the following was observed. The pictures 1 to 5 belong to a box, a foil package, a detached needle and a suture of product code vcp602, lot # mjk049 could be observed. The pictures 6 and 7 not belong to code vcp602 and is not possible identified the product code and lot number. Attempts are being made to receive a device for evaluation. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was the suture separated (pull off) from the needle in the package/ removal from package / during passage through tissue? Please specify. Event states that "2 pieces from one package" involved in this event. Please clarify what does "2 pieces" mean? Pictures # 6 and 7 do not belong to code vcp602. Please clarify: - is this an ethicon product? If yes, provide product code and lot number? - please clarify/specify if this different suture is also involved in this same event (suture pulled off from needle) during same procedure on same patient? Will be products actually returned? Pull off events of sutures from same box were submitted via 2210968-2020-02466.

Event description:
It was reported that the patient underwent an unknown surgery on (B)(6) 2020 and the suture was used. During the procedure, the rupture of the thread in the area of connection with the needle occurred. There were no patient consequences reported. Additional information has been requested.

Manufacturer narrative:
Date sent to the FDA: 04/27/2020. Photos were received for analysis. Upon visual inspection of the pictures, the following was observed: a box and an unopened foil packet with product code vcp602, lot # mjk049. Also, an empty relay tray with a detached needle and a dispensed suture without use of product code vcp602, lot # mjk049 could be observed. During the visual inspection of some pictures a detached needle and two sutures could be observed, however; the geometry of the needle is observed triangular and for the product code vcp602 the geometry is round, the tip needle appear to be edge and according to product code the tip needle should be taper point. The suture in these photos cannot be determine if, belong to violet multifilament vicryl suture product since the color is very dark and it cannot determine if the strand is multifilament. Additional information was requested, and the following was obtained: 1. Was the suture separated (pull off) from the needle in the package/ removal from package / during passage through tissue? Please specify. - one of the threads was separated (removed) from the needle when removing from the package, the second thread was separated (pull off) during passage through tissue. 2. Event states that "2 pieces from one package" involved in this event. Please clarify what does "2 pieces" mean? - it means two blisters (two threads) from the package (box); 3. Pictures # 6 and 7 do not belong to code vcp602. Please clarify: is this an ethicon product? If yes, provide product code and lot number? - images 6 and 7 belong to the vcp602 code; the thread dyed during the procedure. Code vcp602h - lot number mjk049. Please clarify/specify if this different suture is also involved in this same event (suture pulled off from needle) during same procedure on same patient ? - this thread refers to the event - the rupture of the thread in the area of joining with the needle. The clinic reported two cases of rupture without specifying whether these ruptures were during the same procedure or during the different procedures. 4. Will be products actually returned? - clinic is ready to send product for the investigation, but due to quarantine restrictions spoc can't send it to franchise. Quarantine regime in russia is tentatively until april 30 (term can be shifted).

Manufacturer narrative:
Based on additional information provided, it was reported that this device event is not malfunction reportable. Therefore, this medwatch report is not reportable.